Event description:
It was reported that the patient, that is enrolled in the isr, investigator sponsored research, foresee iii clinical study, due to an exacerbation of depressive symptoms was admitted to a local psychiatric clinic. During the hospitalization an antidepressant medication was given, psychotherapy was also provided during the inpatient treatment. It was indicated that the patient showed slow improvement of the exacerbation symptoms, and was later discharged in a stable psychiatric state. It was indicated that the event was assessed as not related to the procedure or the device.

Manufacturer narrative:
Correction to field b5: describe event or problem. Block a2: exact date unknown, year of birth is 1979. Block b7: other relevant history. Block e1: phone: (B)(6).

Manufacturer narrative:
Date of event: exact date unknown, year of birth is 1979 phone: (B)(6).

Event description:
It was reported that the patient, that is enrolled in the isr (investigator sponsored research) foresee iii study, due to an exacerbation of depressive symptoms was admitted to a local psychiatric clinic. During the hospitalization an antidepressant medication was given, psychotherapy was also provided during the inpatient treatment. It was indicated that the patient showed slow improvement of the exacerbation symptoms, and was later discharged in a stable psychiatric state.